Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S.w version 4.11d. The pump was received with a scratched case, a cracked case-corner of belt clip rails near the battery compartment and a end cap address label missing. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. The pump was monitored and no unexpected failed battery test or battery failed alert noted during testing.

Event description:
Medtronic received information that damage (physical or cosmetic), failed batt test occurred. There was no adverse impact or consequence reported as a result of this event.